Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The trilogy100 ventilator was returned to the third-party service center for evaluation. During the evaluation of the device, the device was visually inspected and visible foam particles were observed. However, a ventilator inoperative condition occurred and the device failed the oxygen low flow and detachable li-ion battery (at 80% cap.) Tests during final testing. The device's rear cover due leaks, cracked screw holes were replaced. The patient¿s complaint was confirmed, the device was corrected and passed the test. Additionally, dust/dirt was observed in the blower and the device's blower, handle o-rings, handle need to be replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.